Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3: date of event is estimated.

Event description:
It was reported that the ipg had flipped in the pocket and casing pain at the ipg site. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, where the ipg pocket site was revised, and therapy was restored.